Event description:
It was reported that during the use of the product the customer noticed that the drape had a tear that caused the liquid to enter the machine through the base of the automatic stirring plunge. No patient injury, infection or complications were reported.